Event description:
It was reported that asymptomatic patient presented in clinic with device post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended and will be made at next visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.